Manufacturer narrative:
Product event summary:the proximal segment of the lead was returned and analyzed. Analysis revealed an outer insulation breach which occurred in vivo.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the lead was replaced due to a system upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.